Event description:
It was reported to philips that the device cannot be started using ac. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms a power failure. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the available information, the reported problem's cause has not been established. The reported problem was not confirmed.